Event description:
The user facility reported to baxter that the device failed to alarm, downstream occlusion, as expected during incoming bio-medical inspection testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: baxter's evaluation concluded that the reported condition, failure to alarm downstream occlusion, was confirmed. The pump's pressure/down stream occlusion recorder was 32.9psi and the second test value was 35.0psi which are outside the recommended specification. The recommended specification is 22 +/- 10 psi. The device was sent to baxter's product analysis laboratory for further evaluation. A follow up report will be submitted when the results become available. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.